Manufacturer narrative:
Additional information: lot #, returned to manufacturer on, device manufacture date. An event regarding fractured handle involving a universal impactor/positioner was reported. The event was confirmed. Method & results: device evaluation and results: examination of the returned device with material analysis engineer indicated fractured handle consistent with multiple overloads. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other similar events reported for this lot. Conclusions: on the basis of visual inspection and material analysis, the investigation concludes that the device was returned in fractured condition and fractured surface is consistent with multiple overload condition. No further investigation can be carried out at this point of time. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It has been reported by the customer that the impactor was broken during surgery when the implant was implanted. The surgery was finished with this impactor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It has been reported by the customer that the impactor was broken during surgery when the implant was implanted. The surgery was finished with this impactor.